Event description:
The customer reported obtaining an abnormally high white blood cell (wbc) result for a patient sample, on a coulter lh 500 hematology analyzer. The result was not reported out of the laboratory and the customer stopped using the analyser. There was no report of patient injury or change to patient treatment in connection with the reported event. Printouts of the patient data were requested and have not been provided by the customer.

Manufacturer narrative:
The customer did not provide the patient's age, date of birth, sex, and weight. A field service engineer replaced solenoid valves vl4 and vl5 to resolve the issue. (B)(4).